Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display noted during testing. All buttons function properly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, fault 6: (B)(6) 2024 10:03:09.000, fault 73: (B)(6) 202400:47:00.000 and fault 104: (B)(6) 2024 15:16:00.000 were found in the history files and traces. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file and traces on (B)(6) 2024 07:58:57.000. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on pcba 1, lcd assembly and pcba 2. The j1 connector on pcba 1 was locked properly during visual inspection.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube) and label damage (stained). Blank display not confirmed. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer got the error of the stuck button alarm and pump does not turn on. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue use of the insulin pump. Insulin pump will be returned for analysis.